Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they have a bravo recorder which turns off early. The issue was noticed when the recorder was sent home with the patient, so it was during a procedure. There was no harm to the patient or user, and it is thought that a repeat procedure is required.